Manufacturer narrative:
A supplemental MDR is being submitted for updated information from a product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. Per the instructions for use (IFU), cardiovascular injury such as perforation or dissection of valvular structures [e.g., injury to the mitral valve/ apparatus] are known potential complications associated with the overall thv procedure. Chordae tendinae rupture in thv can occur during the advancement of the guidewire, bv catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035' soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035' amplatz extra-stiff wire with the pre-shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The procedural factors (device manipulation, such as guide wire insertion/placement) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury such as perforation or dissection of valvular structures [e.g., injury to the mitral valve/ apparatus] are known potential complications associated with the overall thv procedure. Chordae tendinae rupture in thv can occur during the advancement of the guidewire, bv catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035' soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035' amplatz extra-stiff wire with the pre-shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a lack of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Event description:
As reported, during the transapical tavr procedure for a 29mm sapien 3 valve, rupture of chordae tendineae occurred. During guidewire insertion, the guidewire seemed to be entangled with chordae tendineae. The guidewire was re-inserted several times and it was placed along the septal wall. The valve was implanted. After the device was removed, tee revealed rupture of chordae tendineae in two locations. Pre-procedural mr was none, but after the procedure, it was mild. No intervention was executed, however the patient is under monitoring. With limited information on whether intervention was performed this will be reported to the FDA conservatively.